Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a failure to alarm for air in line during a primary infusion of d10w that started at 12:46 at a programmed rate of 10ml/hour and a volume to be infused of 20ml for a patient in the nicu. When nurse came back to check on patient at 15:45 after being with a different patient she noticed that the burette was empty and followed the line to the patient and discovered that air was all the way down to the patient. Nurse checked via point of care testing that blood sugar was at 44. She repeated it and it was at 42. The pump was changed and set up with the same fluid, the same tubing at the same rate, and after an hour of infusion point of care testing of blood sugar was done and blood sugar was at 74. Pump at fault was sequestered and nicu leadership was notified.

Manufacturer narrative:
Additional information added to: d11, g.3, and h.6. The report of the device failing to alarm for ail was not confirmed. The pump module and event administration set were not returned for investigation and the log shows the device alarmed twice for air in line prior to the device being channeled off approximately 13 minutes later. ¿ the pcu event log contained no obvious programming errors that would result in the reported event. ¿ the log shows that pump module s/n (B)(6) was programmed to infuse drugid 22 at a rate of 10ml/hr with a vtbi of 20ml at 12:38 pm on (B)(6) 2020 and ran until 3:56 pm when the device was channeled off. ¿ during this period the log shows that 30.5ml was recorded as being delivered during this period. ¿ the log also shows that the device alarmed twice for air in line at 3:42 pm and then again at 3:43 pm. ¿ the device was being used for treatment ¿ the pump module was not returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 24oct2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported failure to alarm for ail was not identified. No device received-log review only.

Event description:
It was reported that there was a failure to alarm for air in line during a primary infusion of d10w that started at 12:46 at a programmed rate of 10ml/hour and a volume to be infused of 20ml for a patient in the nicu. When nurse came back to check on patient at 15:45 after being with a different patient she noticed that the burette was empty and followed the line to the patient and discovered that air was all the way down to the patient. Nurse checked via point of care testing that blood sugar was at 44. She repeated it and it was at 42. The pump was changed and set up with the same fluid, the same tubing at the same rate, and after an hour of infusion point of care testing of blood sugar was done and blood sugar was at 74. Pump at fault was sequestered and nicu leadership was notified. The pcu and lvp were tested and during testing the lvp failed a rate accuracy test, with the error message "(pump) flow blocked aborting tack". According to the technician this error is an indication that one of the pressure sensors is not functioning at full capacity and needs to be replaced. Additionally, multiple tests of the air-in-line sensors were performed and it functioned properly each time it was tested. There is no report of patient impact.